Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the image output function did not function properly due to the failure of the sp2 board, and "12g-sdi image output not occurring" occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no 12g-serial digital interface image output and surgical products 2 board failure. There was no patient involvement.